Event description:
Boston scientific received information that the pacemaker with the right ventricular (rv) lead exhibited noise being oversensed, pacing inhibition with asystole of less than 2 seconds, high pacing thresholds and low out-of-range (oor) pacing lead impedance of less than 200 ohms. The patient was seen for a surgical procedure. Venous access was not achievable and therefore the pocket was not opened to evaluate the system. The system was abandoned. A new system was implanted on the right side. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.